Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the instrument had a missing needle. The suture package was opened with only 4 strands present. The package was preserved and a new package was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that there were only four products inside the packaging instead of five. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The missing needle went unnoticed by assembly personnel. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the instrument had a missing needle. The suture package was opened with only 4 strands present. The package was preserved and a new package was opened to complete the case. There was no patient injury.